Manufacturer narrative:
B3. Event date was asked but is not known. Please see b5 for additional information. D10. Section d references the main component of the system. Other medical products in use during the event include: product ID: a820, product type: software, software version: unknown product ID: hh90t01, serial: (B)(6), product type: 2201-mobile platform medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for non-malignant pain. It was reported that the patient stated since day 1 of having the personal therapy manager (ptm), it was taking a long time to request a bolus. The patient confirmed the handset lagged at 90%. An agent reviewed data and assisted the patient in deleting data. The patient was able to connect to the pump with no lag at 90%. The patient would call back if they needed further assistance.